Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-08202. The pt received the scs system on (B)(6) 2011 for general head pain (off-label). It was reported that the pt had soreness at her extension. The pt did not feel stimulation on her right supra-orbital lead. The impedance was low on that lead. When the device was reprogrammed, the pt felt stimulation in the back of her head. The pt also reported a stinging sensation at the supraorbital and occipital lead location at the current stimulation setting. X-ray of the lead location did not reveal any lead issues. The extensions were removed and replaced by new extensions and resolved the issues. The extensions were discarded by the use facility, therefore no analysis will be performed on the devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.